Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 324.203, lot 7608918: manufacturing site: hägendorf. Release to warehouse date: october 17, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, the surface of the device shows light scratches and water marks, which do not affect the functionality of the device and would not contribute to the complaint condition. No other defects were identified with the returned device. A complete functional test could not be performed as the device was returned by itself. Dimensional inspection showed the relevant dimensions were conforming. The current and manufactured to drawings were reviewed. The complaint condition was not confirmed as the device was returned by itself. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported than on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the handle was found very loose after full insertion. There was no fragment generated. The surgery was completed successfully. There were no patient consequences are reported. This complaint involves two (2) devices. This report is for (1) 4.3mm percutaneous threaded drill guide. This report is 1 of 2 for (B)(4).